Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which has been implanted for approximately 74 months, has reverted to storage mode. Elective replacement indicator (eri) had been declared over one year ago, with the device never being replaced.

Manufacturer narrative:
The boston scientific crm technical services department explained that the patient was unprotected given the device status. Available information suggests that the device was later replaced with a competitive device. No adverse patient effects have been reported as a result of this observation. This event will be updated if any additional information becomes available, or if the explanted device is returned. Subsequently, this device was returned to boston scientific for analysis. An engineering level longevity calculation determined that the device met labeled longevity expectations. A review of device memory confirmed that the device was functioning normally while implanted. The device was attached to an external power supply, and pacing, sensing, and shocking functions were verified. Final analysis concluded that this device operated within specification. This event will be updated if any additional information becomes available.